Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 30-apr-2030, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following surgery involving an implantable neurostimulator, the patient woke with new pain in the right abdomen unrelated to baseline and weakness in the right leg. The patient was admitted to the hospital. Stimulation was not programmed or initiated, and direction from the physician was being awaited. The issue was ongoing at the time of the report, and the physician later reported that the symptoms were improving. The manufacturer representative (rep) indicated they would send any further information as they become aware.